Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model: sc-2366-50, serial: (B)(4), description: linear 3-6 lead, 50cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to an infection and erosion at the lead site. The patient experienced redness, swelling, and wound break down. The physician believed that the erosion was due to patient non-compliance with movement restrictions and poor wound healing which was exacerbated by the diabetic status of the patient. The patient was administered antibiotics. The physician assessed the event as not procedure related.